Manufacturer narrative:
The glidescope bflex 5.0 single-use bronchoscope used in the event was returned to verathon for evaluation. On visual inspection by the verathon technical service representative they were able to confirm the reported damage; the tip of the bronchoscope was loose inside the bag it was received in. Upon completion of the evaluation the reported glidescope bflex 5.0 single-use bronchoscope was scrapped. At this time, the cause of the reported issue could not be fully determined; however, it is likely that inserting the glidescope bflex 5.0 single-use bronchoscope into a incompatible double-lumen tube may have caused or contributed to the reported issue. The "glidescope bflex bronchoscope endotracheal tube compatibility" table found on pg. 16 in the glidescope bflex single-use bronchoscopes with glidescope core operations & maintenance manual (omm), currently list the use of a glidescope bflex 5.0 single-use bronchoscope with a double-lumen tube as "not supported". Any usage of the glidescope bflex 5.0 single-use bronchoscope with a double lumen-tube is considered outside of verathon's released labeling. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope with a double-lumen tube, a piece of plastic from the bronchoscope broke off and retained in the patient's airway. A therapeutic bronchoscopy was performed in combination with the use of bronchoscope alligator forceps / graspers to remove the broken bronchoscope piece successfully. No harm to the patient or user was reported.